Manufacturer narrative:
In 2007. This event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.

Event description:
The device involved in the MDR report was implanted in 2006. After 12 months of implantation, the device interrogation could not be completed. Therefore the device was explanted.